Event description:
A customer reported that a pt sample known to contain anti-c and anti-e did not react with multiple c negative, e positive cells of 0.8% resolve panel a lot 8ra200. No death or serious injury is associated with this event.